Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-01649. All information can be found under manufacturer report 1416980-2024-01649. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device over-infused during chemotherapy infusion. The expected therapy time was 96 hours; however, the device infused over 7 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.